Event description:
It was reported that during a ptca procedure, the ultra2 monorail cutting balloon separated and remained in the pt's body. The lesions being treated were very tight in-stent stenoses in the anterior interventricular (aiv) artery and the first diagonal (d1) artery. First, the lesion in the aiv was dilated with a maverick balloon to 10 atms. Due to the persistance of localized tight stenosis opposite the origin of the d1 branch, an attempt to made to insert the ultra2 cutting balloon but was unsuccessful. A quantum balloon was then inserted and inflated to 15 atms. The ultra2 cutting balloon was then reinserted and inflated to 10 atms with difficulty. The physician encountered difficulty while attempting to withdraw the ultra2 cutting balloon. Force was used in an attempt to insert another MFR's guide catheter to assist in removal of the balloon. The ultra2 cutting balloon catheter then broke at the base of the balloon, with the balloon remaining at the junction of the proximal and mid aiv. The artery remained permeable. The pt was then referred for coronary bypass due to the high risk of coronary thrombosis. The pt's post-surgery status was reported as 'good'.